Event description:
The customer reported that following a diagnostic catheterization procedure on june 2, 1999, a vasoseal vhd collagen plug was deployed. The patient had no complaints following the procedure. On july 20, 1999, the patient presented at the hospital complaining of pain in the right leg. An angiography was performed and the patient was taken to surgery for treatment of a blockage. Samples of a well formed thrombus were sent to pathology. No further complications were reported.